Manufacturer narrative:
Ous MDR. The ICD first underwent a status interrogation. The device status was mol 1, 33 charge processes had been documented. Following the status interrogation, the ICD was visually inspected where lead abrasion traces were seen on the housing backside of the ICD. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing outputs were normal. The drill hole dimensions were all within the dimensions proscribed by the is-1 and df-1 standards. There was no material defect or manufacturing error. The ICD's capability to provide therapy was checked. The antibradycardic output signal was normal and corresponded to the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a 30-joule defibrillation shock. The specified energy level was reached. The charge time was normal. The ICD proved to be without anomalies. In summery, during the analysis the mechanical and electrical properties of the lead and the ICD were tested. The ICD proved to be normal and within specifications both in regard to the connection system and to the electronics.

Event description:
Ous MDR. After an implantation time of 42 months, sensing disturbances were reported. The ICD was explanted. Kentrox sl-s 65/18, MDR. 1028232-2008-00495 was associated with this complaint.